Manufacturer narrative:
The device was returned to zoll medical corporation for eval. The reported malfunction was observed and attributed to the color lcd inverter cable not seated properly. The color lcd inverter cable was replaced to remedy the reported problem. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device's display blanks out. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.